Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 498 mg/dl with moderate ketones and insulin injections were used to address the high bg level. The customer's healthcare provider doubled the basal setting in an unsuccessful attempt to lower the bg level. Tandem technical support had the contact perform a system check and the pump was functioning as expected. The customer had reverted to using insulin injections to manage diabetes and the customer's healthcare provider thinks there might be an issue with the pump.